Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: photographs were submitted in lieu of the disposables set to aid in the investigation. Analysis of images revealed used trima set loaded in the machine and containing blood product. All the pinch clamps were correctly assembled. Red blood cells were confirmed in the plasma and platelet lines. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information, the most likely cause of this failure was either the crossover clamp being installed on the wrong line or operator error, where the clamp was not properly closed. However, based on the available information, additional possible causes for rbcs entering the platelet product bag during pas addition include, but are not limited to: ineffective cassette cleaning during the pas priming process where the system cannot identify a change in the signal to detect passing rbcs platelet and/or plasma channel line clamps may not have been fully occluding the channel lines, allowing fluid from the channel containing rbcs to be pulled up into the platelet product bags. Inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bags. Incorrectly primed filter on the pas line. Pas bag frangible not broken correctly or reseated. Yellow clamp on the pas line not opened fully . Additive solution connected too early. Return pump occlusion error. Faulty return pump.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was red blood contamination during pas addition. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was red blood contamination during pas addition. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.